Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the bloodline is drawing air into the arterial line by the connection. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) unused samples were provided for evaluation. The returned samples underwent visual inspection, and no visual defects were identified. The samples were subjected to functional leakage test, following design input requirements by creating a closed system between the arterial and venous portion of the sets and a closed system between the arterial and venous portion of the sets, and testing them utilizing air under water. Results indicated no leakage. Based on the investigation finding, the sample met internal specification; therefore, the reported defect was not confirmed. A review of the device history record (DHR) was performed for the reported lot numbers and no abnormalities or non-conformances were noted during the in process or final product inspection. The retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.